Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a spinal procedure, after tightening the implant to the inserter, it was found that the implant was not tightened enough on the inserter. The inserter was still used to implant the implant. Reportedly, the doctor did not have enough confidence in the inserter so that he released the inserter early. The implant was managed to be implanted in the right position. No any complications were reported.